Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the charged coupled device unit failing, additional findings were as follows: flooding of the main body of the head (lens); camera head (including scope mount and focus ring), and video adapter appearance (cracks, breaks, deformation, discoloration, corrosion, rust, stickiness, scratches, chips, dirt, unclear identification). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to being unable to communicate normally. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had a noisy image. There was no patient harm associated with the event. The device was evaluated, and it was found that the charged coupled device unit failed causing noise image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.